Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 4.00 x 16mm synergy xd drug-eluting stent was selected for use. However, during insertion, it was noticed that the device was smashed up/broken. The device was removed and the procedure was completed successfully with another device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the aware date as it was not provided.